Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was broken when opened. Through follow-up, we learned that during implantation the lens encountered excessive resistance as if it were blocked in the cartridge. At that moment, it was observed that the iol was broken. No surgical or medical interventions were necessary due to this issue. No further information was received.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 20-mar-2025 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection revealed that the smartload was received with a crack and damage in the cartridge tip; damage from the tip extended into the cartridge tube. The lens module was inspected revealing no damage or viscoelastic residue. The lens was removed from the tape it was received on and presented coated in viscoelastic residue. The lens was cleaned, revealing damage to the optic body. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "stuck in cartridge" was not identified during product evaluation. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.